Manufacturer narrative:
(B)(4). Batch # l52m64. Device evaluation: the analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired and with the knife exposed. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however, there is insufficient evidence to determine the cause of the higher loads. It should be noted that the cartridge reload is designed to lockout, as a safety feature, if any staples have been fired from the cartridge reload. If enough force is applied the device could be damaged. For additional information please refer to the instructions for use. The batch history record was reviewed and no defects, ncr¿s or protocols related to the complaint, were found during the manufacturing process. Photographic evaluation: one photo was provided. The picture shows an ntlc device separate in two parts inside of its packing. The knob is detached from the device. A black reload can be seen loaded on the device, it appears that the cartridge has been fired as some drivers can be seen up. The condition of the firing knob is consistent with high (outside indicated use) staple forming forces. Based on the photo alone the event describe is confirmed. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Additional information was requested: can you please clarify how the stapler "broke"? Did the firing knob break off of the device? If yes, did it fall into the patient? If yes, was it retrieved? Will it be returned with the device for analysis? If not, was it disposed of? Or did another portion of the device break? If yes, please provide further detail. The following response was received: stapler broke at the firing knob and the part has been retrieved and will be returned for investigation.

Event description:
It was reported that during an anterior resection procedure, the stapler broke. There were no patient consequences reported.